Event description:
It was reported that 3 weeks ago (B)(6) 2022, the patient received a trombolysis treatment via a 6 french crossover sheath in the groin. After two days of treatment, on (B)(6) 2022, the sheath was removed and the vessel was closed with a proglide with success. After a period, infection was observed in the groin and near the proglide suture that was placed after the treatment. The infection became worse and damaged the artery. On (B)(6) 2022, an arteriotomy was performed to repair the artery and a patch was placed to treat the portion of the artery that was damaged due to the infection. The patient was reportedly doing "ok" after the arteriotomy. The vascular surgeon said that the suture of the proglide got infected via the infection through the 6 french cross over sheath. The patient required treatment with antibiotics for the infection. Additional hospitalization was required. No additional information was provided.

Manufacturer narrative:
The device is not returning as there was no reported issue at the time of use. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effects of infection and vascular injury (tissue damage) are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.